Event description:
It was reported that the patient experienced pocket infection. The system was explanted and replaced. The patient tolerated the procedure well and asymptomatic post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.